Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and there were no defect encountered during in-process and final control inspection. Process cards also show no abnormalities.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): when change the dressing of the catheter, the nurse found that the catheter is bent in several places. When removing the catheter, it broke and remained in the vein (2 cm). Withdrawal by a surgeon a week later under local anesthesia.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided when the inspection results are available.